Event description:
It was reported that, "with the consent of the doctor in charge, the patient had the left PICC catheter removed, and the vascular ultrasound and chest x-ray examination were performed before extubation, and the patient and his family members were informed of the possible risks, and the outpatient doctor jointly checked the results of vascular ultrasound and showed that there was no thrombosis and other abnormalities, the position of the chest film was normal, the catheter was complete, and then the sterilization and extubation were carried out, the extubation process was smooth, when the catheter was removed from the body, the tip was incomplete, the part of the catheter that had been pulled out was checked, there were multiple cracks, and about 15cm was left in the body, the patient was immediately given a tourniquet under the armpit, and the head nurse was notified, and other colleagues prepared a flat car, and the patient was instructed to brake the left upper limb, go to surgery (because the unpulled tubing remains in the patient's body, you need to ask a professional department to assist in removing it), and the vascular surgery department recommends the next step of treatment after hospitalization. A new catheter was placed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.